Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by +13.2%. No patient involvement reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). One device sample was received and found intact. The reported issue was duplicated. The technician ran three accuracy tests, and the pump was found to be under delivering to the manufacturing specifications. The technician found fluid ingression on pump by the chassis base of the expulsor and occlusion sensors which causes the unstable delivery issue. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause was unable to be determined. The expulsor assembly was replaced.